Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet screen cracked after the device became entangled with a belt clip and fell, and a photo of the damage was provided; later, during setup of a replacement ilet, the user was unable to proceed past the ¿do you see drops¿ screen, with no alerts present and no ability to shut down the device, and placing it on the charging cradle did not resolve the issue. Symptoms included no adverse clinical effects, and the user¿s blood glucose management was not impacted as the user switched to manual injections. Outcomes included no medical intervention and no hospitalization. Investigation included technical troubleshooting by customer care and review of user feedback and images and inspection of the returned device. Investigation of this device revealed mechanical damage to the display assembly consistent with accidental trauma, and a user-interface lockup during priming consistent with device malfunction related to the pump user-interface or software, which could not be resolved remotely. It was concluded, based on previously established findings for similar reports, that the cracked screen was caused by accidental physical damage and the priming screen lockup was due to a device malfunction of undetermined software or interface origin.